Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the device ¿was bad¿; it was clarified that the ins jolted the patient. The healthcare provider (hcp) checked the device and stated that the ins was low and that was why the patient was jolted. The patient then had the ins replaced. No further complications were reported/anticipated.